Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 1.5 cc of juvéderm voluma® xc in the cheeks and 2 cc of juvéderm® ultra plus xc in the nasolabial folds and marionette lines. Approximately 6 weeks later, patient was injected with 1.5 cc of juvéderm voluma® xc in the cheeks and 1 cc of juvéderm® ultra plus xc in the nasolabial folds and marionette lines. About 9 weeks later, ¿patient had a nodule near the eye and a nodule under the cheek.¿ six days later, ¿patient experienced swelling, itchiness, and redness.¿ patient was treated with hylenex and kenalog 3 times, a prednisone taper, and hyaluronidase. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID 3005113652-2019-00663 (allergan (B)(4)), MDR ID 3005113652-2019-00664 (allergan (B)(4)), and MDR ID 3005113652-2019-00662 (allergan (B)(4)). This MDR is for the first juvéderm® ultra plus xc injection.